Manufacturer narrative:
H6: investigation summary: one photo was submitted for quality investigation. The photo received shows two separated drip chambers and 1 tubing set. The customer complaint of tubing defective/damage was confirmed by photo inspection. Evaluation of the photo shows that there are two drip chambers that have separated from its tubing set, however, it is unclear in the method in which they separated. A device history record review for model 10013364t, lot number 22129045 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that 2 of the bd alaris smartsite texium secondary set was defective causing leakage. 2 of 2 related files. The following information was provided by the initial reporter: over the last two days we have had 3 sets of texium secondary tubing break apart. One of these instances caused a chemo spill on our oncology unit where we had to use our spill kit, and subsequently had to remake the chemo. I attached the image in the previous email. Leakage occurred on the oncology unit june 7th. No leak on june 8th. We have pulled that lot number out of circulation.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd alaris smartsite texium secondary set was defective causing leakage. 2 of 2 related files the following information was provided by the initial reporter: over the last two days we have had 3 sets of texium secondary tubing break apart. One of these instances caused a chemo spill on our oncology unit where we had to use our spill kit, and subsequently had to remake the chemo. I attached the image in the previous email. Leakage occurred on the oncology unit (B)(6). No leak on (B)(6). We have pulled that lot number out of circulation.